Event description:
It was reported by service report that the footboard lost functionality, due to cpu board failed on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - footboard.